Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04447. It was reported the patient was experiencing heating at the ipg site while using the charging system. A replacement charging system was sent to the patient. Follow up with the patient found the charging system was working well. It was reported the patient was able to charge without heating, and was receiving stimulation.

Manufacturer narrative:
A 1627487-12192011-003-r; 1627487-07262012-002-r; 1627487-07262012-001-c. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.